Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operation room for an implant procedure. During the procedure it was noted that the right atrial lead could not be fixed even after several attempts made to position it. The lead was not used and was changed. The patient was stable.